Event description:
It was reported that the patient tried to pull off the catheter and the catheter got broken in two parts. The catheter was left in the patient's body and was removed. No patient injury or complication reported. At this moment, only the proximal part of the catheter body will be returned for evaluation. Follow up with the customer indicated that the catheter body was removed without any surgical intervention because part of the catheter was present outside from the introducer. There was no patient injury reported.

Manufacturer narrative:
Device not returned.